Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) system detected a high out of range pacing impedance of greater than 2000 ohms in the left ventricle (lv). Information suggests the lv lead impedance started to increase shortly after implant. Additional information was received that lead tests displayed good sensing and pacing threshold measurements. The clinic decided to reprogram the pacing vector and changed the pacing impedance alert to 3000 ohms. The patient will continue to be monitored. At this time, this crt-p remains in service and there were no adverse patient effects reported.